Event description:
It was reported that the patient experienced unspecified issue with ams 800 artificial urinary sphincter (aus). The entire aus system was removed and replaced with a new one. Additional information received stated that the patient experienced recurring incontinence due to suspected urethral atrophy.